Event description:
It was reported that during a procedure, metal parts of the aggressive plus cutter sheared off. Another device was utilized to complete the surgery successfully.

Manufacturer narrative:
Additional information will be provided when investigation is completed.